Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the implant screw broke inside of the implant. Dr. Was unable to retrieve broken screw from the inside of the implant at site #14 and had to remove the implant and replace with a new one.

Manufacturer narrative:
The following sections have been updated: b1: report type; b2: outcomes attributed to adverse event ; b4: date of this report; b5: describe event or problem; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
It was reported that clinician was unable to remove the screw so they removed the implant. It has since been replaced and re-restored. He also stated that all of the complaint product has been discarded so nothing will be returning.

Manufacturer narrative:
A unk 3i screw and 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) were returned for investigation, see attached images a001 - a002 in the complaint. Visual inspection of the as returned products identified worn markings due to usage and bone. Fracture screw identified inside implant. No pre-existing conditions were noted on the complaint. The patient had unknown bone density. The reported devices were located on tooth #14 and length of use is approximately 3 years. X-ray images were provided by the customer, see attached per. The x-ray image shows the product fractured. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product (unk 3i screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (2016091590). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016091590) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unk 3i screw. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Unk 3i screw and 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) were not returned for complaint investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The patient had unknown bone density. The reported devices were located on tooth #14 and length of use is approximately 3 years. X-ray images were provided by the customer, see attached per. The x-ray image shows the product fractured. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product (unk 3i screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (2016091590). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016091590) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unk 3i screw. Based on the available information, device malfunction did occur and the reported event was confirmed as the x-ray submitted by the customer identifies a fracture screw. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
Patient had implant placed (B)(6) 2017. On (B)(6) 2020 patient came to office with loose implant, at that time, we tried to unscrew the implant, but the screw would not budge. Patient was referred to another doctor to see if he could remove screw. He was unable to. Patient had to have the implant removed and replaced with a new one.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
A unk 3i screw and 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) were not returned for complaint investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The patient had unknown bone density. The reported devices were located on tooth #14 and length of use is approximately 3 years. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product (unk 3i screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number (2016091590). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016091590) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unk 3i screw. Based on the available information, device malfunction could not be verified for both devices and the reported event was non-verifiable as the devices were not returned and no objective evidence was provided to support the malfunction. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changd "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative device not returned.

Event description:
No further event information available at the time of this report.